Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that latch hard stop had been broken off from the metal frame at the rear of the drawer. A field service engineer reattached latch hard stop to the frame of the enhanced full height drawer. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that pyxis medstation es system had drawer failure. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.